Event description:
Facility technician reported a meridian hemodialysis machine would not power on and was therefore removed from service. The technician replaced the fuses and plugged the machine power cord into the outlet. At that point, the fuse had blown and a short flash of fire was observed on the printed circuit board. There was no injury or medical intervention associated with this incident.